Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer's father reported on behalf of a (6 years old) customer who obtained a high scan of 400 mg/dl on 1-apr-2023 when compared to an unspecified built-in meter result. At midnight, the customer was administered 2 units of fasting insulin. Subsequently, the customer became hypoglycemic with symptoms described as ¿headache, leg pain, and feeling sluggish". The customer was provided ¿supplements¿ for treatment and then they went to bed. On the morning of 2-apr-2023, a sensor scan of 400 mg/dl was obtained compared to a reading of 152 mg/dl obtained from an unknown device. It was further reported that a new sensor was applied. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer's father reported on behalf of a (6 years old) customer who obtained a high scan of 400 mg/dl on (B)(6) 2023 when compared to an unspecified built-in meter result. At midnight, the customer was administered 2 units of fasting insulin. Subsequently, the customer became hypoglycemic with symptoms described as ¿headache, leg pain, and feeling sluggish". The customer was provided ¿supplements¿ for treatment and then they went to bed. On the morning of (B)(6) 2023, a sensor scan of 400 mg/dl was obtained compared to a reading of 152 mg/dl obtained from an unknown device. It was further reported that a new sensor was applied. No further information was provided. There was no report of death or permanent injury associated with this event.